Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 12 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Plaintiff suffered from pain, swelling, and decreased range of motion. The implantation of the exactech device and subsequent revisions have caused personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses, and he will sustain future damages including but not limited to cost of medical care, rehabilitation, mental and emotional distress, and pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information. Based on length of implantation, the reason for revision appears unlikely to be due to prosthesis wear and may be secondary to continued treatment for the patient conditions but this cannot be confirmed as no relevant clinical info or operative notes were provided. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user considerations to the event could not be assessed as no images or radiographs were provided and the devices were not available for evaluation.